Manufacturer narrative:
(UDI), operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 13-jul-2022 via email and attached to complaint object: all issues were found during testing and repair. No patient involvement was indicated at the time the pump was received for repair and recertification. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the battery door. The customer stated problem was duplicated. Replaced inoperable dso (downstream occlusion) sensor. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2100. H4: correction: device manufacturing date: 14-jul-2010.